Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis; however a photo of the catheter was provided for analysis. Inspection of the provided photo showed definitive evidence of the outer part of the sheath detached from one another. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter outer surface peeled. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. Aspiration was initiated for a short time when it was noticed that the outer surface of the catheter mid shaft peeled off during use inside the patient. No leak was present and no error message was displayed. The catheter was removed from the patient intact. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.